Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the system. It is stated that there was patient harm, but no details are provided. A repeat procedure was performed and no medical intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released, causing the capsule not to detach. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.